Event description:
Pump set to deliver 1260cc cisplatin over 24 hours. Rate set at 53cc/hr. At 11:00 am. At midnight, pump still read as delivering 53 cc/hr, but approx 840 cc already delivered (64.6 cc/hr). Remaining dose recalculated and pump turned down to deliver 27 cc/hr. Pump continued to deliver over programmed rate. Unable to determine if pump delivered bolus of med and then programmed rate or if pump consistently delivered med at higher volume than that programmed.